Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to placement difficulty. Moreover, a possibility of perforation during lead placement. Additional information indicated that the perforation was suspected to be on the wall of the heart and that the perforation led to complication which was tamponade, and was already been drained. This rv lead was never in service. No additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis revealed that the allegation against the lead was not confirmed. The analysis found no damage or defect consistent with placement difficulty. If information is provided in the future, a supplemental report will be issued. Appropriate term/code not available was used to capture additional intervention required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Appropriate term/code not available was used to capture additional intervention required.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to placement difficulty. Moreover, a possibility of perforation during lead placement. Additional information indicated that the perforation was suspected to be on the wall of the heart and that the perforation led to complication which was tamponade, and was already been drained. This rv lead was never in service. No additional adverse patient effects were reported.